Event description:
It was reported that during a lap appendectomy procedure, the first device did not lay a proper staple line. It jammed while they were firing it. The cartridge fell out of the second device and into the patient. It was retrieved. They opened a third device to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.